Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV solution administration set had a disconnection between the tubing and the drip chamber. This occurred during patient infusion of saline, just before the start of an infusion of stem cells for cancer treatment. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.